Event description:
The ICD involved in this MDR report was implanted on (B) (6) 2009. During the procedure, the physician reported that the printouts were very slow (printer paper speed was approximately 2 mm/s); therefore, the programmer was blocked for a long time according to the physician, until printouts were finished, thus delaying other operations.

Manufacturer narrative:
(B) (4). Conclusion: no evidence of any anomaly was observed in available expertise files. The origin of the reported behavior remains unknown; therefore, no conclusion could be drawn. It should be noted that during the printing process, other screens are made unavailable for a short period of time. This might explain why the orchestra seemed to be "blocked", as reported. If such behavior was to recur, or if printing delays were found longer than expected on a regular basis, then a complete reboot of the programmer should be attempted (shutdown and reboot). If this was not successful, an issue with the printer or the programmer would have to be suspected, and the programmer should be returned for servicing. The reported behaviour had no impact on ICD operation.